Manufacturer narrative:
The manufacturer previously reported a simplygo oxygen concentrator allegedly was no working on ac power and was alarming. The patient was admitted to the hospital for four days. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a simplygo was not working on ac power and was alarming. The patient was admitted to the hospital for four days. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.